Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that unspecified ¿issues¿ occurred with the pump. Customer¿s blood glucose (bg) level increased, however, a bg level was not provided. Additional information was not provided, and customer declined further troubleshooting with tandem technical support. Reportedly, the customer reverted to an alternate pump for insulin therapy.